Manufacturer narrative:
This event was not initially reported to edwards in (B) (6) 2009. It was reported that at the time of the event, the hospital was unsure if the failure was due to a device malfunction or user error. Edwards became aware of the event requiring intervention in (B) (6) 2010. The subject device was discarded at the hospital and therefore could not be evaluated. However, four sealed units from the same lot were available and returned for testing. In addition, samples were taken from thirteen other lots available in (B) (4)¿s inventory. Each sample was pull tested to failure and passed the minimum specification. The bond where the failure occurred is molded by a supplier. Upon receipt, edwards samples the product and units are inspected for appearance, dimensions, bond strength (via pull test) and hub leakage. The manufacturing records were also reviewed and there was no indication of a related manufacturing nonconformance. A CAPA was initiated against the supplier that molds this part of the assembly for further investigation. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
Though this event occurred in (B) (6) 2009, it was not reported to edwards until (B) (6) 2010. It was reported that the device fell apart in the patient and the hub completely detached. Follow up with the customer was performed, and they further clarified that the catheter disconnected from the connector and went into the patient. Surgery was performed to remove the device.